Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the cgm history did not reflect accurate data despite being in use. Customer's blood glucose level was 200 mg/dl. Tandem technical support made multiple requests for the customer to upload the pump data logs for review, however, the customer did not respond.